Event description:
It was reported that pump screen was frozen and touchscreen did not respond, so customer was unable to interact with pump. There was no adverse impact to the customer¿s blood glucose level. Customer attempted pump reset without success, then planned to use multiple daily injections as backup therapy.